Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977d260, serial# (B)(4), product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was trialing an external neurostimulator. It was reported that during the patient's trial they were unable to get stimulation on the lead. When they performed an impedance check the impedances for the lead were greater than 10,000. They made several attempts to get stimulation to the patient with the lead but were unsuccessful. The lead was replaced and the issue was resolved. No symptoms or further complications reported.

Manufacturer narrative:
Analysis result were not available at the time of this report. A follow up report will be sent when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative (rep). It was reported that the cause of the impedance issue is undetermined. The manufacturing representative (rep)said they had the physician reposition the lead in the multi-lead trialing cable, ran impedance check and was unable to get stimulation. This statement was to clarify what rep meant when they previously said they made several attempts to get stimulation using the lead. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
Analysis of the lead, serial # (B)(4), found no anomalies. Impedance test was performed and good impedances were observed using the clinician programmer. Electrical testing of the lead determined continuity was complete and no electrical shorts were determined between the circuits. Additional review indicated conclusion code (B)(4) is no longer applicable to the event. If information is provided in the future, a supplemental report will be issued.